Manufacturer narrative:
The hill rom technician installed a new end tube and replaced the hardware used to attach the end tube to the siderail, and this repaired the siderail.

Event description:
The facility asked a hill rom technician to repair a stretcher with a siderail issue. The hill rom technician found the stretcher in the bed repair shop and there were no reported injuries. He found that the siderail end tube was missing, causing the siderail not latch.